Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was sitting sideways and was poking out of their belly. The patient was to that it was normal for the device to flip/flop. It was noted that the patient had to push it flat to get it to read. The patient reported that they had frequent adjustments early on and it had not occurred yet at that time. The patient inquired on if there was any information regarding implant location. The patient also stated that they had developed gastroparesis really bad, which was why they received the device. It was also noted that the patient inquired about static magnet used in a wireless battery charger for their phone. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient's device flips and was painful in their stomach. They kept hitting the device on their desk and it would get caught under the desk. They stated that the implanted needed to be replaced and wanted to find a doctor to move it.